Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire/helical basket was used during a procedure performed in 2009. According to the complainant, the basket was opened/closed twice prior to use, however, during the procedure, the basket was unable to fully retract into the sheath. The device (with stone) was removed, from the pt, with a partial of the basket closing in the ureteroscope. Another gemini stone retrieval paired wire/helical basket was used to complete the procedure successfully. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.